Manufacturer narrative:
Therefore, because intervention was required, this event is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
It was reported that an unknown number of patients experienced post-operative sensitivity after the use of prime & bond xp. The clinician stated that only retrieval of the material helped alleviate the sensitivity.